Event description:
It was reported that the implantable cardiac monitor (icm) was unable to be interrogated. A message on the programmer stated, "a device with a different serial number, model number or software version has been detected under the programming head#." The programmer was switched off and on several times, but the same message appeared each time. The icm remains in use, but it will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.